Event description:
The customer reported that the display glass cover is wrecked and the front mask is broken. There was no reported patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.